Event description:
It was reported that during an open gastric bypass procedure, the device would not open after it was fired on the stomach. Tried to open by separating the handles, would not open. Use another like device to cut out the old device and complete the procedure. There was no pt consequence.